Event description:
It was reported that the 6600 system was exposed to a water leak. No injuries were reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The unit was dried during the service call. The system was tested and found to be working as intended and put back into service.